Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation from their dentist. The letter from the dentist states, the patient has been wearing the byte aligners for the past 18 months. At a recent dental exam a severe open bite was identified. With the severity of this condition the patient was advised to discontinue the aligners immediately. The patient was recommended to see a professional orthodontic specialist to address this issue.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.